Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an air-in-line alarm was persistent, and the volume accuracy test could not be performed. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history reviews found no relevant history in the last 12 months. The customer complaint of air in line alarm was confirmed through the air detector test. The root cause of the issue was a defective sensor. The air detector was replaced. A performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.